Event description:
A trifecta valve implanted 2.5 years ago was explanted following premature structural valve deterioration that led to severe aortic regurgitation.

Manufacturer narrative:
Gtin: unknown as lot and serial number are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.